Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00927.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior cerebral artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past its initial position within its introducer sheath; therefore, it was removed. While attempting to advance another smart coil, the same issue occurred; therefore, the smart coil was also removed. The procedure was completed using a new smart coil. There was no adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through the introducer sheath due to the offset coil winds on the embolization coil. Further evaluation of the device revealed pusher assembly kinks. This damage was likely incidental to the complaint and may have occurred during packaging for returned to penumbra. Evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through the introducer sheath due to the offset coil winds on the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00927.